Manufacturer narrative:
(B)(4). Lot number: based on the serial number provided the potential lot numbers are 212380, 401400, 539680, 684990, and 627190. Unique identifier (UDI) #: (B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while bending the pectus bar on the instrument table, the forward pin broke. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The pectus bar bender was visually evaluated. The bender showed signs of moderate use with minor wear on the handle grips, scratching on the elliptical roller, and the pin for the roller on the female bender arm had sheared off at the point where the roller interfaces with the bender arm. The pin experiences stress at this point when the handles are actuated to bend a bar. The raw material certificate was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the device experienced excessive force, beyond what it was designed to encounter.the instructions for use (IFU) for this product states in the section titled warnings and precautions: avoid undue stress or strain when handling or cleaning instruments.a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.